Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and confirmed the issue. The customer confirmed that the remote speaker itself is working. The unit is using the multi-speaker distribution rack to provide audio to the mirrored display in medsurg and to the primary station in intensive care unit (ICU). The rse advised the customer to try other ports on the distribution rack to see if sound works on any of the other port. The rse further advise the customer that if the sound is only working on one port, then the distribution rack has likely failed and will need to be replaced. The customer is taking responsibility for servicing the device. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix (pic ix) indicating that the audio for the remote display in medsurg [unit] is not working. The device was in clinical use on a patient at the time of the event. There was no adverse event reported.